Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The endoscope controller (ec) was further investigated and the connector of the dual camera interface board board in the ec was confirmed damaged.

Event description:
It was reported during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not hold the clips and the clips kept falling out. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient impact. A clip fell into the patient¿s anatomy and was retrieved during the same surgical procedure. The instrument was inspected prior to use and no damage to the instrument was noted. The clip applier incident occurred while the surgeon attempted to clamp on a vessel or tissue. The issue was related to an unsuccessful clip application. Medium-large weck clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU) (10 mm for medium-large clip applier, 13mm for large clip applier). The suspect clip applier had been used twice during the case when the incident occurred. The surgeon discontinued use of the medium-large clip applier instrument and used a laparoscopic clip applier instrument. The instrument is available for return to isi for evaluation. There were no photos and/or videos of the event for isi review.

Manufacturer narrative:
Based on the claim against the product noting the medium-large clip applier instrument would not hold the clips and the clips kept falling out, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci medium-large clip applier instrument to perform failure analysis. The medium-large clip applier instrument was analyzed, and the complaint was not replicated nor confirmed by failure analysis. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly, and the instrument passed clip test. The instrument was fully functional, no product issue was identified. A review of the site's complaint history does show patient identifier (B)(6) as a related complaint (a second medium-large clip applier instrument having the same issue in the same procedure). A review of the site's system logs for the reported procedure date was conducted by an isi regulatory post-market surveillance (rpms) analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.